Event description:
It was reported that a vns patient¿s device was found to have high impedance. X-rays were ordered and the device was turned off. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Manufacturer narrative:
Event date, corrected data: it was inadvertently not provided on follow-up report #3 that the date of the event was identified to be (B)(6) 2017.

Event description:
The explanted devices were initially reported to have been discarded by the hospital, however the explanted generator was later received. Analysis is underway, but has not been completed to-date.

Manufacturer narrative:
(B)(4).

Event description:
Analysis was completed for the returned generator. The generator diagnostics were as expected for the programmed parameters. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Electrical evaluation showed that the device performed according to functional specifications. The battery measured 2.975 volts and was not depleted. The downloaded data provided revealed that 28.226% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported by the neurosurgeon that a lead fracture was visually identified during the generator and lead replacement surgery that occurred due to reported high impedance. The neurosurgeon additionally confirmed that the lead pin was fully inserted prior to replacement surgery. No further relevant information has been received to date.

Event description:
Full revision surgery occurred. The explanted devices were reported to have been discarded by the hospital.